Event description:
A patient reported blood glucose results of "514 mg/dl, and 327 mg/dl"with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.